Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, clonidine, and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that yesterday they went to have their pump refilled and the nurse made a mistake with 3 of their medications that treat their interstitial cystitis. The patient stated that they were in a lot of pain and couldn¿t stand, sit, or walk. The patient had called their doctor¿s office and left a message, but they didn¿t know when they would get back to them. The patient mentioned that ¿the nurse that did the refill told them that if they needed help or the concentration was incorrect that a representative could come to their house to make the adjustment¿. The patient stated that ¿their baclofen concentration was decreased from 74.935 mcg to 13.507 mcg, their bupivacaine went from 17.89 mcg per day to 2.51 mcg per day, and their clonidine went from 37.468 mcg per day to 6.75 mcg¿. The patient was redirected to their healthcare provider to further address the issue.